Manufacturer narrative:
The manufacturer previously reported information from a third party service center alleging an everflo oxygen concentrator had damage to the power cord. The wires were exposed. There was no report of patient harm or injury. The power cord was returned to the manufacturer's quality product investigation laboratory for further evaluation. The power cord was visually examined. There was no evidence of thermal damage to the power cord. The power cord had evidence of damage (sliced/separated) closest point to the enclosure of the device, having exposed wires. The power cord was observed to have damage consistent with the application of excessive force by the end user. This failure occurs when the device is placed too close to a hard surface. This caused the power cord to bend, creating weakness in the power cord. Product labeling states, "for proper operation, your concentrator requires unobstructed ventilation. The ventilation ports are located at the rear base of the device and at the side air inlet filter. Keep the device at least 15 to 30 cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)."

Event description:
The manufacturer received information from a third party service center alleging an everflo oxygen concentrator had damage to the power cord. The wires were exposed. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.